Event description:
Spontaneous communication. (B)(6) at (B)(6) hospital to confirm dosing for sq remunity specialty pharmacy fill pt. Per (B)(6), patient reported to the hospital because her sq site dislodged and she needed assistance. It sounded like she might be switched to IV while inpatient to prevent a gap in therapy. No other information provided. Unknown exact dates of adverse event or hospitalization and length of stay. Patient actively taking opsumit. Reported to (B)(6) by: health professional.